Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056226. A review of the production records for lot 20056226 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA#1998036 was initiated.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: in the morning treatment at 08:40 on (B)(6) 2021, PICC catheter was flushed before treatment, the catheter tubing was blocked, the patient complained that no heavy objects were lifted, no valve was opened, and the flushing connector was replaced with a slow drip after repeated flushing. Later, the PICC catheter was unobstructed and caused no harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: in the morning treatment at 08:40 on (B)(6) 2021, PICC catheter was flushed before treatment, the catheter tubing was blocked, the patient complained that no heavy objects were lifted, no valve was opened, and the flushing connector was replaced with a slow drip after repeated flushing. Later, the PICC catheter was unobstructed and caused no harm to the patient.